Event description:
It was reported when using the bd pyxis anesthesia es system was not responding and unable to log-in, the patient was moved to another room. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective communication sled, controller board and station needed to re-image. The field service engineer re-imaged station and replaced communication sled, controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.